Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Indents and marks on the cones were observed on the needle. Needle was bent both at the suture swage and at one of the loading slots. Biological residue was lodged in jaws of device and channel for blades (metal bars). Witness marks from the needle tip impacting the beveled wall were observed. Shearing of the toggle switches was observed for the device under microscopic inspection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product (premature toggling) that has a relationship to the reported incident. A relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy while closing the vaginal cuff, the device did not work properly and the needle disengaged from the device. Used new device to complete the case. No component fell in to patient cavity, no tissue damage, no blood loss, no injury to patient. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy while closing the vaginal cuff, three of the suturing devices were difficult to toggle and kept dropping the needle. To complete the procedure, a fourth device was used successfully. There is no reported condition for two of the suturing devices. No patient injury or extension in surgical time.